Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The 20x3.5mm, concentric, de novo target lesion with no significant bend was located in the mildly tortuous and mildly calcified mid-right coronary artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during initial inflation at 20 atmospheres for 20 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and the patient status was stable post-procedure.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The 20x3.5mm, concentric, de novo target lesion with no significant bend was located in the mildly tortuous and mildly calcified mid-right coronary artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during initial inflation at 20 atmospheres for 20 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and the patient status was stable post-procedure.

Manufacturer narrative:
Device evaluated by MFR: nc emerge mr, ous 3.50mm x 15mm was returned for analysis. A visual and tactile inspection of the hypotube shaft profile identified multiple kinks along the length of the device shaft. A visual and tactile inspection of the shaft polymer extrusion identified no issues with the distal section. An encore inflation unit was not used to inflate the balloon to test for the reported balloon rupture because microscopic analysis identified a circumferential tear at 3mm from the proximal markerband, in the balloon. Tip showed no signs of tip damage. A microscopic examination of the markerband identified no damage.